Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the up, down, and ok buttons were under responsive to button presses. The reporter indicated that there was no damage to the keypad but noted that there was moisture noted in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2015 with the following findings: there was no damage noted to the keypad. The keypad buttons were tested and were found to be responsive to user input. During testing, the display screen was noted to have moisture behind the lens. A leak test was performed and the pump was leaking from the battery compartment and from the display lens / case joint. The pump was opened and moisture was observed throughout the inside of the pump.